Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: device name# simplex p - us tobra fd 10-pk; cat# 61979010; lot# mje080, device name# triathlon ps fem component cemented; cat# 5515-f-602; lot# hav3ua, device name# triathlon ps x3 tibial insert; cat# 5532-g-609-e; lot# mv13ve, device name# triathlon asymmetric x3 patella; cat# 5551-g-320-e; lot# arp9, device name# simplex p - us tobra fd 10-pk; cat# 61979010; lot# mcf024, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Pt. Reported; had a total right knee replacement on (B)(6) 2024 and it's been seven months and one day and it's getting worse and worse and worse. The doctor told him they all make noise like that. The doctor stated there could be too much space which may have caused looseness. Do I need help to solve this problem before he operate me again. Pt. Wants to know if the part was defective or it was oversized or it's not installed right. Audible clicking noise, swelling pain and burning sensation.

Event description:
No new information.

Manufacturer narrative:
The following devices were also listed in this report: device name# triathlon ps fem component cemented; cat# 5515-f-602; lot# hav3ua. Device name# triathlon ps x3 tibial insert; cat# 5532-g-609-e; lot# mv13ve. Device name# triathlon asymmetric x3 patella; cat# 5551-g-320-e; lot# arp9. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding instability involving a triathlon baseplate was reported. The event was confirmed through a medical review of clinical data. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of the provided medical records by a clinical consultant stated the following: 'I can confirm that the patient had a cemented triathlon total knee arthroplasty since I was able to review the operation report. I can also confirm that there are abnormal noises emanating from his knee based on the audio tapes that were sent with this inquiry. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of pain, swelling, audible clicking, scratching, and other noises emanating from within a total knee arthroplasty are multifactorial. At this point it does not seem likely that the patient has any internal arrangement such as a fracture of the polyethylene or some other type of implant dysfunction. The patient's symptoms and signs are one of an unstable or overly lax knee. Having said that posteriorly stabilized knees almost always are accompanied by audible clicks and noises due to the cam and post mechanism. It would be unlikely for the patient to have contributed by way of lifestyle, activity level or bmi and absent any proof otherwise, I would not assign any causality to the implant itself. Product history review: review of the device history records indicate 08 devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the patient reported audible clicking noise, swelling pain, and burning sensation. A review of the provided medical records by a clinical consultant stated the following: 'I can confirm that the patient had a cemented triathlon total knee arthroplasty since I was able to review the operation report. I can also confirm that there are abnormal noises emanating from his knee based on the audio tapes that were sent with this inquiry. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of pain, swelling, audible clicking, scratching, and other noises emanating from within a total knee arthroplasty are multifactorial. At this point it does not seem likely that the patient has any internal arrangement such as a fracture of the polyethylene or some other type of implant dysfunction. The patient's symptoms and signs are one of an unstable or overly lax knee. Having said that posteriorly stabilized knees almost always are accompanied by audible clicks and noises due to the cam and post mechanism. It would be unlikely for the patient to have contributed by way of lifestyle, activity level or bmi and absent any proof otherwise, I would not assign any causality to the implant itself. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.